Manufacturer narrative:
The customer reported a ventricular fibrillation (vf)/ventricular tachycardia (vt) rhythm was not detected. It was later noted that the involved patient had a pacemaker. A pacemaker output (paced beats) are included in the monitored ECG waveform and can impact interpretation. The ECG strips from the event were reviewed. A vt rhythm was not identified, as atrial paced beats were detected instead of the ventricular beats. No vf event was identified from the waveform. Root cause was identified as the ECG waveform being impacted by the pacer spikes. The instructions for use (IFU) warns the user to always keep pacemaker patients under close surveillance and monitor their vital signs carefully. There was no failure with the device.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
The customer reported that a patient experienced a vf/vt (ventricular fibrillation/ventricular tachycardia) event during patient monitoring that was not detected by the m540 monitor. The patient required resuscitation.